Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage for 10 to 15 days every month') in an adult female patient who had essure (batch no. C68115) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), skin disorder ("subcutaneous collections which have been operated on several times and wick"), fatigue ("great fatigue"), pruritus ("generalized itching for 3 months") and allergy to metals ("nickel allergy +++"). At the time of the report, the genital haemorrhage, skin disorder, fatigue and pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, genital haemorrhage, pruritus and skin disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage for 10 to 15 days every month') in an adult female patient who had essure (batch no. C68115) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), skin disorder ("subcutaneous collections which have been operated on several times and wick"), fatigue ("great fatigue"), pruritus ("generalized itching for 3 months") and allergy to metals ("nickel allergy +++"). At the time of the report, the genital haemorrhage, skin disorder, fatigue and pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, genital haemorrhage, pruritus and skin disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.